Event description:
Following a revision procedure to reposition the patient's lead due to migration (reference MFR report # 1627487-2012-00018), it was reported the patient (B)(6) is now unable to use her stimulation. Attempts to rectify this matter via reprogramming proved unsuccessful as the resulting stimulation allegedly causes the patient's eye to shut and her lip to raise on the left side. This issue will be addressed during the scheduled surgical procedure to reposition the patient's other lead (reference MFR # 1627487-2012-00167).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.